Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017 and 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, broken shell, and crease flat. A microscopic analysis was performed which identified striated edge openings on anterior side, consistent with the use of some surgical tool. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and "0.7 cm mass". Device has been explanted. This record is for the right side.